Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient complained about, never have been able to see clearly. The patient met the doctor and doctor told them that, it was due to the dry eyes but the patient had dry eyes before the surgery only. The patient also had said that night vision was horrible, circles and starbursts. The patient mentioned that, these problems made them physically ill. The patient was unable to drive at night, lights on the tree were awful. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.